Manufacturer narrative:
Continuation of d10: product ID: unk-nv-onyx; product ID: unk-nv-onyx; g2: citation: authors: natalia vasconcellos de oliveira souza, tabata lamiraux, felipe vencato da silva, vinicius moreira lima, aymeric rouchaud, suzana saleme, charbel mounayer. Endovascular treatment of spetzler-martin grade iii arteriovenous malformations: a single-center 12 years¿ experience stratified by the spetzler-martin modified scale. Neurosurgery 95:1378¿1387 2024. Doi: 10.1227/neu.0000000000003016. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: endovascular treatment of spetzler-martin grade iii arteriovenous malformations: a single-center 12 years¿ experience stratified by the spetzler-martin modified scale the time frame of this study was: january 2010 to january 2022 multiple manufacturer¿s devices were used in the study population: medtronic, microvention, balt the following medtronic devices were used: onyx (nonadhesive liquid embolic agent) deaths occurred in the study population: total deaths reported: 3.4% (3 out of 91 patients), procedure-related mortality: 3.3% (3 out of 91 patients, all ruptured avms), unrelated mortality: 1 patient died a few months after treatment for an unrelated cause the causes of death were: the document does not specify the exact causes of death, but it mentions that 3 patients with ruptured avms died due to the severity of the initial presentation and clinical complications (terminal clinical disease before the avm rupture) among patient adverse events included: minor complications (mrs 0-2): 16.5%, major complications (mrs >2): 2.2%, mortality rate: 3.4%, overall treatment morbimortality (mrs >2): 3% for s1v1e1, 0% for s2v1e0, and 16.7% for s2v0e1, transitory neurological deficits: 2 patients (2.2%), permanent procedure-related morbidity (mrs >2): 2 patients (1 unruptured and 1 ruptured avm), full incidence of complications, including minor temporary complications, is approximately 21%, indicating that while immediate complications are frequent, most patients can achieve a good final no further information was provided pertaining to medtronic products.